Event description:
It was reported to philips that the device was not booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited the system onsite and confirmed that the system did not boot up. The system could not be switched on again after switching it off. During troubleshooting, the fse found an issue with the fan tray. The fse replaced the fan tray and installed the suite pc configuration. The defective fan tray returned for further analysis. The analysis confirmed the malfunction of the fan tray and identified a defective 24v power supply. Following the replacement of the fan tray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.